Event description:
It was reported that following a lap adjustable band procedure, the patient had an x-ray flural fill and it was noted that the band was tearing at its tabs. The device is still implanted.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.